Manufacturer narrative:
The customer returned photographs for evaluation. A review of the photographs verify the pump tubing organizer (pto) leak as a blood leak is seen at the y-connector. The leak occurred at the y-connector that joins the plasma line to the treatment bag and return bag inlet lines inside the pump tubing organizer (pto). A material trace of the tubing and y-connector used to build kit lot h229 did not find any non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The cause for the tubing leak was most likely a weak solvent bond between the y-connector and the red stripe tubing or poor tubing fitment within the y-connector. Although the leak was likely due to a manufacturing defect, a definitive root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h229 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h229 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the start of the buffy coat collection phase of the procedure they noticed blood leaking from within the pto. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and not impacted by the incident. The customer has returned photographs for evaluation.